Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin and the patient subsequently went to the hospital for elevated blood glucose (bg) and unspecified level of ketones. Details of the alleged bg excursion were not provided; there were no reported bg values and treatment for the alleged bg excursion is unknown at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: a review of the black box indicated that the pump was manually suspended on (B)(4) 2016 at 08:24 and manually resumed the same day at 08:40. A loss of prime event was recorded at 09:04 on (B)(4) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.